Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer.

Event description:
The hospital reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patienet complications were reported by the hospital.